Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: an rapid response team call was offered to the surgeon but he said he did not need to speak with anyone.

Manufacturer narrative:
(B)(4). Batch # n57f7r. The analysis results found that the ecs25a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2017. Additional information was requested and the following was obtained: the anastomosis was incomplete as a result of malformed and unformed staples. They were able to redo the anastomosis, so the patient did not need a diverting colostomy. The case was extended about an hour. The chief resident fired the device and is very familiar with the device. An rapid response team call will be offered to the surgeon. What is the patient¿s current status? The patient is doing well and is home.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the anastomosis was incomplete. Was this a result of the malformed staples or were there staples missing from the staple line? The anastomosis was incomplete due to malformed staples. Some were completely unformed. Were there any changes to the patient¿s post-operative care as a result of the extended or time? Post op care was not changed as the patient was already getting a diverting colostomy prior to this event. The chief resident fired the device and is very familiar with the device.

Event description:
It was reported that during a hand assisted sigmoid resection procedure, the surgeon felt the anvil click into the stapler and then the chief surgical resident closed the stapler down almost to the lower end of the range. He stated that he didn't feel an unusual amount of resistance. When he removed the stapler they noted that on the patient's right side, the staples were partially formed. On the patient's left side, the staples were completely unformed and the anastomosis was incomplete. They spent an additional hour to further mobilize the colon and redo the anastomosis. Another like device was used and tested successfully. Yes, it added an additional hour to the case because the anastomosis was so low. There were no adverse consequences for the patient.